Manufacturer narrative:
Additional devices implanted and/or related to this event: pxa280300/03640548, UDI (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2006, the patient was implanted with five gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images revealed, (date of images is unknown) the patient had a type iii endoleak, the trunk-ipsilateral leg endoprosthesis migrated distal and separated from the aortic extender endoprosthesis. The reason for the endoleak is a component disconnect between the pxt281218/04175114 and pxa280300/03640548 devices. The physician reintervened and explanted the gore® excluder® aaa endoprostheses and performed a surgical conversion. The patient tolerated the procedure. It is unknown if all implanted devices (implanted but not involved in type iii endoleak pxc141400/03760286, pxc141000/04002548, and pxc141400/04246109) were explanted.